Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked from the septum when the needle was pulled out of it. There was no impact to the customer's blood glucose level. The customer successfully loaded a cartridge.